Event description:
A customer reported that fibers have been detected in patients' eyes upon postoperative examination. The number of patients was not disclosed, but is said to be greater than one. Patient identifiers were not provided. There has been no visual consequence or increase in intraocular pressure in any patient. Additional information has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. Because no lot number was provided, review of the device manufacturing record cannot be done. The root cause cannot be determined. (B)(4).